Event description:
It was reported that the left ventricular lead exhibited high threshold. Lead extraction was attempted; however, it was unsuccessful due to patient¿s veno-occlusive. The issue was not resolved and the device setting was changed to right ventricular pace only. No other electrical anomalies were noted. The patient was stable.